Manufacturer narrative:
The promus stent, (part#unk, lot#unk), is being reported under MFR#2024168-2009-00269.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire became stuck requiring medical intervention. Device issue: difficult to remove (other device). It was reported that the promus stent was successfully placed in the lad. The diagonal was re-wired through the stent; when the guide wire was pulled back, it got hung up on the stent. A balloon was used to try to wedge the guide wire to come out, but it was unsuccessful. The guide wire was pulled on hard, and everything came out, including the deployed stent. A new promus stent was placed in the lad successfully. No additional event or patient information is available.